Event description:
Leaking where the line begins.

Manufacturer narrative:
The malfunctioning device has not yet been returned to vygon for testing as part of the complaint investigation.

Event description:
Leaking where the line begins.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one catheter as a sample. A needle-free connector was connected to the luer lock hub. During the microscopic examination, we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load. The complaint cannot be confirmed to be caused by manufacturing. There are various possible causes that can lead to catheter leakage/tensile fracture: · dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. · routine care - when lifting the baby to change bedding. · mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. · movement - the baby themselves catching the line, normally with a foot, during movement. · use of alcohol-based disinfectant. Based on the product incident report (pir), the customer used alcohol-based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." A review of the batch history records for 8137379 and 8178394 was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100 % visual tests after packaging are conducted with no exceptions found. There are ten further complaints for batch 8137379, nine further complaints for batch 8178394, and six further complaints regarding a catheter tube torn out of the fixation wing on code 4g07125203 within the last three years, but none of them were related to a manufacturing defect. Corrective action: no further corrective action is initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Leaking where the line begins.